Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to their blood glucose level (bg) and a high level of ketones, specified bg value was not provided. The cause of elevated bg was unknown; however customer suspects that bg could be a result of their covid vaccines. In the ER customer¿s blood was drawn and customer was tested for ketones, results of tests were not provided. The customer was released 6 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump was functioning as intended.